Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the motor device displayed an e6 error code. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device gave an e6 error when plugged into the console device and would not operate. It was further observed that there was corrosion on the flex circuit of the potted flex assembly (which caused the e6 and for the device to not operate) and that the strain relief hook was improperly routed. It was determined that the corrosion was due to normal wear and the improper strain relief hook routing was due to a manufacturing issue. A further investigation was performed to identify the root cause of the improper strain relief hook routing. It was determined that the strain relief spring had been improperly assembled into the hose brace. Therefore, the reported condition was confirmed. The assignable root cause of the component damage (corrosion on the flex circuit of the potted flex assembly (which caused the e6 and for the device to not operate) was determined to be due to worn out motor components from normal use and servicing over time. The assignable root cause of the (strain relief hook was improperly routed) was determined to be due to improper assembly / manufacture. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.